Event description:
It was reported that an ilet bionic pancreas displayed a partially nonfunctional screen with visual distortion, progressed to complete inoperability, and prevented insulin delivery; the user was instructed to discontinue ilet use and a replacement was arranged. Symptoms included loss of insulin delivery capability. Outcomes included temporary interruption of therapy without reported medical intervention. Investigation included collection of device history and logistics information and coordination for device return. Investigation of this device revealed a device display malfunction consistent with a damaged or defective screen assembly that impaired the user interface and halted therapy. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of the display component with undetermined specific mechanism pending evaluation.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of battery depletion was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.